Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that since 2007, the patient has had variations in the volume of sound. It was believed that these difficulties had been resolved, however, the patient has once again issues with sound fluctuations. Voices can be very soft, but the television is very loud. The patient is having difficulties in understanding oral speech. Testing confirmed that the device has malfunctioned.